Manufacturer narrative:
Updated fields: b3 (date of event).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not reacting to touch. There was no patient involved as issue was found during routine testing.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6(product code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the display monitor to video gen board kit and this resolved the issue. Unit passed all checks and was cleared for clinical use.